Event description:
The following information was obtained through the clinical study (B)(4). It was reported a 30mm gore® cardioform septal occluder was implanted on (B)(6) 2019 to treat a patent foramen ovale. On (B)(6) 2019 the patient presented with atrial fibrillation. It was reported the patient was started on metoprolol and apixaban on (B)(6) 2019 and was to be cardioverted on (B)(6) 2019.